Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they were feeling discomfort today and they were having accidents again. Patient stated they bent down and felt something in their back. Patient wondered if it was possible that the battery ran out from thursday to now. They also asked if they could fly. Agent offered the option to connect to the ins to check the battery level. Patient mentioned they were exhausted by the whole thing and not feeling that great today. Redirected patient to their healthcare provider to further address the issue. Patient added they had been trying to get in touch with them with no luck.